Event description:
A 15mm diameter x 11.5cm length aneurx iliac stent graft was inserted for the treatment of an abdominal aortic aneurysm on event date. The pt had excessive vessel tortuosity. It is reported that the stent graft would not deploy. As the physician attempted to deploy the stent graft, the device "snapped" and the physician re-sheathed the stent graft prior to removing the device from the pt. However, when the physician placed a sheath to straighten out the excessively tortuous iliac artery, the deployment of another stent graft was successful. It is reported that the pt is fine and there are no additional clinical sequelae reported relative to the event. The stent graft and delivery system were returned for returned goods investigation, which reveals a 7.7cm partial deployment of the stent graft. The hytrel is broken with a torsion twist and a bend near the end of the catheter. Based on the info available, the excessive iliac tortuosity and lack of a sheath may have contributed to the deployment.